Manufacturer narrative:
Continuation of d10: product ID a820, product type: software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient mentioned that their device gave them a bolus at 8:22 am when it was not yet 8:22 am. The patient also mentioned that they did not have the communicator over the pump when the bolus was delivered. The patient also stated that they have been having problem with their device and it was stuck at 90%. When agent walked the caller through in clearing data and patient was able to connect to the pump much faster. Agent reviewed device function and redirected to hcp to assist concern about the bolus.

Event description:
Additional information was received from the patient via a company representative who reported that the patient was getting a lag at 95% when trying to connect to the pump. The agent reviewed the steps for clearing data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.